Event description:
It was reported that during a ptca procedure the guide wire threatened to separate. A snare was used unsuccessfully in an attempt to avoid separation and caused a dissection and a decrease in blood pressure. The guide wire was removed intact and the dissection was stented. Reportedly, no further pt injury occurred.

Manufacturer narrative:
Quality assurance analysis of the returned device revealed the core separated at the center solder. The separated section was not returned. Quality engineering concluded based on the sem analysis that the shaping ribbon showed evidence of torsional overload, which exceeded the design limits of the device. The instructions for use states as a warning that "the user should never push, auger, withdraw or torque a guide wire which meets resistance." Quality engineering concluded that no corrective action is warranted at this time. As part of the quality process, 100% of all guide wires are inspected during the packaging phase of manufacturing microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.